Event description:
The customer reported that the system arced and would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was tested and found to be working as intended and put back into service.